Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported: damaged packaging. This case is from health authority. It was reported that before surgery, the nurse prepared the device, noted the sterile packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5ae6h. Device analysis: the analysis results found that a cs40g device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch r5ae6h number, and no non-conformances were identified.